Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, her son was hospitalized for high blood glucose of over 600 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer woke up with high blood glucose over 600 mg/dl, they tested two other times and the customer's blood glucose would not lower. Customer's mother then took the customer to the emergency room were they were admitted into intensive care unit. Customer was experiencing symptoms such as nausea, vomiting, and abdominal pain. Customer attempted to bolus but the insulin pump was not delivering insulin. In the last infusion set the customer had noticed the cannula was bent. The insulin pump is not returning for analysis.